Manufacturer narrative:
H.6 investigation summary: "material #: 364314, lot/batch #: 2192005. Bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow or air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes insufficient flow and air bubbles. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was insufficient blood flow and bubble in blood within the tube. The following information was provided by the initial reporter: the patient was hospitalized due to stroke. At 10:40 on (B)(6) 2023, the piston in the needle tube of the arterial blood sampler could not rise automatically when collecting arterial blood for the patient. Manual suction resulted in a large amount of air in the tube. The air was too much, which did not meet the detection requirements. It was necessary to pull out the blood sampler and re puncture, resulting in the second needle placement, causing pain and discomfort for the patient.